Manufacturer narrative:
The serial # provided by the customer for the suspected contour next meter was incorrect. Therefore, the device history record could not be reviewed. The patient/family was the initial reporter, so personal information was not entered. No information was captured and as the customer's age and weight were not provided.

Event description:
An advocate called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer discontinued the call. Therefore, the advocate could not be advised to return the device for evaluation and replacement device could not be offered.